Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while loading the cat6 into another manufacturer's sheath, the tip of the cat6 became kinked and was not used. The procedure was completed using an indigo system aspiration catheter 5 (cat5). There was no report of an adverse effect to the patient.